Event description:
Customer reported that images are transferred to pacs with no error message. Later the users are unable to retrieve these images from pacs. Further investigation shows that the reason for this is; these images are put in a folder of another patient. There is no indication that these images do not belong to that patient.

Manufacturer narrative:
Under investigation.